Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed intermittent communication issues on arm net 4. However, the errors could not be reproduced. The fse replaced the proximal outer set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint; however, failure analysis had not been completed. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, error 26002 was triggered on the system. Prior to contacting support, the customer stated they restarted the system, but the error returned. The customer stated that the system is unable to be properly shut down. A technical support engineer (tse) requested to flip the power switches on all parts and perform an emergency power off (epo) on the patient side cart (psc). After restarting the system, error 307 showed in the logs indicating that arm 4 is not starting up. The tse provided troubleshooting so arm 4 could be disabled and the surgery continued with three arms. The procedure was completing as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set-up joint (suj) unit was put on patient side cart fixture test platform (pftp) machine where it failed suj z twang test. Further investigation showed errors 26002 to axes controller setup (acu) as well as 32100 errors showing comms issue. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.